Event description:
The disposable loading unit was used with disposable stapler during a thoracoscopic bullectomy procedure. The staples did not form properly. The surgeon removed the staples and applied another dlu to complete the procedure. No pt injury reported.